Event description:
During an MRI procedure it was discovered that the medication gadolinium was being blocked by the hub from the i.v. The inside of the hep lock cap was on top of the contrast syringe, possible device involved was cat# 11956 or 12094.